Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device customer's stated problem was verified. Inspected the pump and found error code 44509 on display. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smith medical cadd solis vip 2120 alarmed lec44509. Event occured during testing, so therefore no patient involvement.